Manufacturer narrative:
Eval: results: the complaint was confirmed. The leads were returned kinked with all wires broken approx 18 cm distal to the stimulation end. This would cause the ineffective stimulation experienced by the pt as well as the invalid impedance observed on the leads during the revision. There were also compression marks and add'l kinks distal to the fractures. As the outer tubing was not breached and the loss of stimulation was sudden, the damage observed was consistent with an overstress condition the lead was subjected to while they were implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-04979. The pt received two leads with different lot numbers. It was reported the pt was unable to increase amplitude and feel stimulation. The sjm rep met with the pt for reprogramming and was able to regain stimulation. F/u identified the issue persisted and the physician opted to replace both leads. Prior to the procedure, the contacts were invalid on both leads. It was reported the pt received stimulation coverage postoperative.